Event description:
It was reported that the customer had fluctuating blood glucose levels (54-298 mg/dl). Customer was admitted to a behavioral health unit on (B)(6) 2014 and admitted to having suicidal thoughts.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.